Manufacturer narrative:
(B)(4). Original ftr entered under (B)(4) and emdr submitted with incorrect manufacturing site. New ftr created per MDR procedure in order to populate emdr with correct manufacturing registration number. Original initial report number 1219930-2015-00805 under ftr (B)(4). New report number 9612501-2015-00563 under ftr (B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the seal from the 15 mm trocar fell into the patient during instrument exchange. The seal on the reducer cap came of and went down the trocar and into the patient. The pulled it out when they noticed it was in there. The difficulty did not result in any tissue damage or patient injury. Surgery time was not delayed by more than 30 minutes.